Event description:
Materials#: 309653 batch#: 4080174 it was reported by the customer that scale marking is not present. : rcc received a complaint via phone. Pir attached. Product complaint facility: address: contact: phone: email: issue: scale marking is not present ref: 30965 lot: 4080174 qty: (B)(4) sample: yes, pt harm: no.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4) follow up for device evaluation it was reported the scale marking is not present. To aid in the investigation, five samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed, and the syringe barrel scale is partially printed. No other defects or imperfections were observed. This defect could occur if there was a jam during the syringe barrel printing process. A device history record review was completed for provided material number 309653, lot 4080174. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received materials#: 309653, batch#: 4080174. It was reported by the customer that scale marking is not present. Verbatim: rcc received a complaint via phone. Productcomplaint: facility: xxxx xxxxx xx xxxxx. Address: xxxx xxxx xx xx xxxx xx xxxxx. Contact: xxxx xxx xxxx xxxx. Phone: xxx-xxx-xxxx. Email: xxxx.xxx@xxxxx.xxx. Issue: scale marking is not present. Ref: 30965. Lot: 4080174. Qty: 25. Sample: yes. Pt harm: no.

Event description:
No additional information received materials#: 309653, batch#: 4080174. It was reported by the customer that scale marking is not present. Verbatim: rcc received a complaint via phone. Productcomplaint: facility: xxxx xxxxx xx xxxxx. Address: xxxx xxxx xx xx xxxx xx xxxxx. Contact: xxxx xxx xxxx xxxx. Phone: xxx-xxx-xxxx. Email: xxxx.xxx@xxxxx.xxx. Issue: scale marking is not present. Ref: 30965. Lot: 4080174. Qty: 25. Sample: yes. Pt harm: no.